Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vasoview hemopro 2, used for an endoscopic vein harvesting procedure, plastic came off the jaws of the harvesting tool. They notice it at the end of the case once the vein was taken out. No resistance was noted. The jaws of the harvesting tool were not open (even slightly) during the insertion. No components detached in the tunnel. The system was disposed of after the case was completed. No injury to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The lot # 3000281951 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Ncmr #17573-fa batch of component cv000002714 -3000276012 tub with rib, glues in c-ring was sent to getinge on a production po and released into production before all fa documentation was approved. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.